Event description:
The stent did not stay in place and came out when removing the wireguide. Upon withdrawal of the failed stent, surgeon repeated the prescribed procedures with a new stent of the same model successfully w/o experiencing any difficulties. No section of the device remained inside the pt's body.

Manufacturer narrative:
There were no evo-fc-20-25-12-e devices of lot number c654659 in stock at the time of the complaint investigation. One x evo-fc-20-25-12-e of lot number c645659 was returned for eval. The introduction system and the stent were returned. The safety wire was still in place. The customer complaint form stated that the safety wire was removed on reaching the point-of-no-return. The stent was not attached to the introduction system. It is not possible to determine the root cause of this complaint as there was no damage/malfunction observed that could have caused the complaint tissue. Prior to distribution, all evo-fc-20-25-12-e devices are subjected to visual inspection and functional checks to ensure device integrity. No corrective action warranted at this time. The 2 yr complaint history has been reviewed and the likelihood of this occurrence is rare.